Event description:
This is a complaint about leakage occurred from catheter during use. Location of leak out is unknown.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the actual sample that failed leak test, split tubing was observed on the catheter tubing at the metal wedge flaring site. There was also rough tubing surface observed near the adapter nose, at the same filled stripe as split tubing. Based on the cross-section view of the tubing after cut, one stripe, which is the same filled stripe as split tubing, was observed with abnormal stripe shape. Hence, it was suspected that the split tubing could be possibly caused by abnormal six stripe of the catheter tubing, which could cause the tubing to be weakened and split when flared onto the metal wedge during assembly. The assembly process was reviewed and no station was found to possibly cause the observed tubing surface defects. Hence, it was suspected that the tubing defects possibly came from the catheter extrusion process, or during product usage and application. The investigation on the catheter extrusion process was requested from bd sandy. Based on the complaint history review, this is the first leakage complaint reported for this batch, and all the returned (B)(4) representative samples passed catheter leak test. Hence, this is most likely an isolated case. As current controls, there are outgoing and hourly in-process visual inspections in place to check for catheter tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage. Root cause could not be determined by sandy team. The DHR was reviewed, and operators did not experience any issues with damaged tubing during production of this work order. No qns were written against this batch during production. Due to the lack of information, no root cause can be determined in this occurrence.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte vialon 24ga x 0.75in leaked this is a complaint about leakage occurred from catheter during use. Location of leak out is unknown.